Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the 18x40 became stuck and bunched/damaged in the middle of the microcatheter. It was noted that th e catheter was damaged in the proximal end. A second coil 20x50 was used which would not detach manually. 3 detachment attempts were made with the instant detacher, and only one instant detacher was used. The patient was undergoing treatment of an unruptured, saccular splenic aneurysm with a max diameter of 25mm. The patient's blood flow was normal and vessel tortuosity was moderate. The devices were prepared as indicated per the IFU. There were no related patient symptoms.